Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheterization device for evaluation. The sample contained obvious signs of use in the form of biological material. The needle cannula was returned inside of the catheter and could not be removed. Visual examination revealed the needle cannula was detached from the hub. No adhesive was found in the hub or on the proximal end of the needle cannula. The outer diameter of the separated needle cannula measured to be 0.0283" which is within specifications of 0.0280-0.0285" per product drawing. The total length of the separated needle cannula measured to be 3.8" which is within specifications of 3.797-3.807" per product drawing which indicates no pieces of the needle were missing. The separated needle cannula was able to be easily removed and advanced within the hub. The returned needle cannula was unable to be removed from the catheter. A device history record review was performed with no relevant findings. The customer report of a detached needle cannula was confirmed by complaint investigation of the returned sample. The needle cannula was separated from the needle hub. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance has been initiated to further investigate this issue.

Event description:
From the inserter: the arrow catheter and needle set were inserted as it normally would. I obtained a flash of arterial blood flow, but could not thread the catheter (a common occurrence). The technique is to leave the catheter in place, slowly withdraw the catheter until blood flow is obtained and thread a wire through in order to place the catheter correctly in the radial artery. When I removed the arrow needle/wire set: only the white catheter should remain. Instead the needle somehow broke off and retained itself inside the patient. (Insertion depth only maybe 5-8mm through the skin). There was then approximately one inch of the metal needle sticking out the back of the catheter: attempts of removing this were unsuccessful as it was fully stuck. The entire catheter and needle set was removed. Pressure was applied until the area was ready again for another attempt and another arrow catheter was used successfully in placing the arterial line.

Manufacturer narrative:
(B)(4).

Event description:
From the inserter: the arrow catheter and needle set were inserted as it normally would. I obtained a flash of arterial blood flow, but could not thread the catheter (a common occurrence). The technique is to leave the catheter in place, slowly withdraw the catheter until blood flow is obtained and thread a wire through in order to place the catheter correctly in the radial artery. When I removed the arrow needle/wire set: only the white catheter should remain. Instead the needle somehow broke off and retained itself inside the patient. (Insertion depth only maybe 5-8mm through the skin). There was then approximately one inch of the metal needle sticking out the back of the catheter: attempts of removing this were unsuccessful as it was fully stuck. The entire catheter and needle set was removed. Pressure was applied until the area was ready again for another attempt and another arrow catheter was used successfully in placing the arterial line.